Event description:
It was reported that a diagnostic procedure was performed with a 5f puncture in the right femoral artery (rfa). A venous sheath was also placed in the groin. A 6f angio-seal was used to seal the 5f arterial puncture site and hemostasis was achieved. A pressure dressing was placed on the groin due to the venous puncture. While the patient was in the transition room of the cath lab, waiting to be brought back to the ward, the patient's groin started bleeding. The patient was found in a state of shock. The physician claimed that the patient lost at least one liter of blood. The patient was stabilized and then went to surgery where thrombus was found in the area of the angio-seal anchor; however, the anchor was in the correct position of the arteriotomy. The physicians were unsure why there was bleeding from the puncture site. The patient is now reported to be doing fine. A 2,500 units of heparin was administered during the procedure.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the used of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.